Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. The sensing vector has now been reprogrammed from the primary vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.